Manufacturer narrative:
(B) (4). The pump and catheter have been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that the patient was showing signs of withdrawal. The pump and catheter were replaced. The reason for the catheter removal was marked as 'other'; no other information provided. Per the reporter, there was no patient injury; patient recovered without sequelae. The pump was used to deliver morphine.